Manufacturer narrative:
A thorough evaluation of the lead segment was performed upon return. Visual inspection noted setscrew markings on the terminal pin. Testing was completed to assess lead segment electrical integrity. Measurements throughout these tests were within normal limits. Suspected lead fracture allegation was confirmed by observation of insulation damage consistent with clavicle/first rib entrapment. A device history review confirmed no manufacturing anomalies.

Event description:
It was reported that this right ventricular lead was scheduled to be replaced due to a suspected fracture. The physician stated that during the procedure, the lead separated into two pieces and consequently was only partially explanted. The explanted segment was kept by the physician who stated they would be returning the product to boston scientific themselves. Another lead was placed in absence of any adverse patient effects.

Manufacturer narrative:
Analysis of the returned segment remains ongoing.

Event description:
It was reported that this right ventricular lead was scheduled to be replaced due to a suspected fracture. The physician stated that during the procedure, the lead separated into two pieces and consequently was only partially explanted. The explanted segment was kept by the physician who stated they would be returning the product to boston scientific themselves. Another lead was placed in absence of any adverse patient effects.